Manufacturer narrative:
Suspect product was disposed of by the hospital after the reported event and is therefore unavailable for evaluation. Event evaluation: the initial complaint related to this event (baxter complaint) referenced a failing self test, cpu 1 and cpu 2 and tmp (trans membrane pressure). The baxter field service engineer (fse) evaluated the device and found no fault. The instrument met all functional specifications and was tested according to form, where no problems were noted. The machine was untagged and ready for use. An additional complaint was received (baxter complaint) which was reported by the fse against the aqualine tubing set). This complaint indicated that the machine alarmed, and although there was minimal blood loss, there was no patient injury or intervention. A third complaint (the subject complaint, baxter complaint) and edwards receipt of this subsequent complaint, established that the initial complaint and the subsequent complaint(s) were all the same event, although there was no patient injury or medical intervention indicated at the time of the two (2) initial reports. Follow-up information requested by edwards and supplied by the fse indicates that the therapy selected was continuous veno-venous hemofiltration (cvvhd). The event was reported as occurring during treatment where the pressure values (pre-filter + filtrate + return pressure) were 39, 45, 44, 27 and no pressure was over 400 mmhg. Further follow-up with the clinical nurse concurrent with evaluation of the treatment history revealed the following: the nurse indicated that she got several access pressure alarms. The alarm and treatment history did not show any pressure greater than 400mmhg and no access pressure alarms were noted. Therefore, the nurse was incorrect concerning the category of alarms, as she got several pre-filter and filtrate pressure alarms which are an indication of the beginning of filter coagulation (clotting of the filter). The nurse was troubleshooting the system and was trying to release the pressure by opening the blood pump door and then turning the blood bump rotor at the opposite side (which is the wrong alarm, as it was the pre-filter alarm which needed attention). Please note: if the pressure domes are well connected and the clips are appropriately clipped, the tubing set will not burst and blood will not spray. Therefore, it is possible that the pressure domes and clips may not have been properly connected. Customer biomed and baxter fse recreated (simulated) the alarms and the machine is reported to be working fine. The customer will be educated on the following three points: if the access pressure is high, do not open the door and rotate the blood pump, ensure the pressure pods are clicked, do not remove the pressure pods during treatment mode. Additionally, the baxter clinical consultant and the customers clinical specialists are developing an action plan to prevent future issues/occurrences.

Event description:
As reported by a baxter clinical consultant, a customer reportedly experienced ruptured tubing during the treatment for a hepatitis c positive patient - cvvhd therapy using an aquarius crrt hemodialysis machine with tubing. The lot/serial number of the tubing is unknown. After the tubing ruptured, blood was spilled on the patient, the nurse, and the family members in the room. The patient has since expired. At the time of this report, it was unknown if there was a causal relationship between the incident and the patient's death. The nurse is currently 6 months pregnant and is undergoing testing for exposure following the incident. It is unknown if any of the family members needed to be treated. The suspect product was unavailable for return, as everything was discarded after the incident. Please note that this is one (1) of three (3) complaints reported for the same event; all communicated by different reporters. Please see baxter complaint (edwards complaint), which was not reportable, as it referenced the aquarius machine for a self test failure and baxter (edwards complaint number, which was also not reportable as the description stated that there was no patient intervention, minimal blood loss and the machine alarmed, alerting the user). Please also note that the occurrence date for this report could not be verified, and as a consequence, baxter reported a default date which is what is provided when the actual occurrence date is not known at the time of reporting.